Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing noise with inappropriate auto mode switch episodes. The noise was reproducible with arm movements. After reprogramming, the lead resumed normal function. No patient symptoms were reported. The patient would continue to be monitored.